Event description:
The initial reporter stated that they had problems calibrating the sensor. The system kept instructing them to connect the cable. Rptr took it apart and cleaned it again. During working with the sensor, it just started calibrating, although they did not know what they had done to make this happen. Once calibrated, insertion was attempted. Some problems were encountered with sensor advancement and within five minutes it started leaking blood out of the sensor at the advancement lock. The sensor was removed. The doctor broke the y-connector off while trying to examine it. No report of harm or injury to the patient has been received.